Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: no power interruptions were observed in the black box. No damage to the battery cap or the battery compartment was found. The battery cap attached securely to pump. The pump powered on with display remaining blank. The battery cap contact height and width were found to be within specifications. The pump case was cracked between the keypad and the case seal. The pump leaked at the crack in the case. The pump was opened and moisture damage was found on printed circuit board. The blank display was due to moisture damage but the original power issue could not be confirmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.